Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise. No intervention or procedure was performed. No patient condition was reported.